Manufacturer narrative:
At this time no conclusions can be made. The attorney has alleged the patient underwent additional surgery in which there was lysis of adhesions, explant of the mesh that was described as, ¿the mesh from the upper midline portion of his previous laparotomy was removed as this was bathed in pus. The patient also had an incisional hernia below this, and ¿opening into the abdominal cavity revealed purulent peritoneal fluid without odor" recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no medical records were provided. A review of the manufacturing records and sterilization review was performed and found that the lot was manufactured to specification. No sample was returned. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent repair of an incisional hernia. As alleged, a bard/davol composix l/p was implanted in patient during this repair. On (B)(6) 2016:the patient underwent surgery for an exploratory laparotomy, duodenorrhaphy, lysis of adhesions, and removal of the composix l/p. During the surgery, ¿the mesh from the upper midline portion of his previous laparotomy was removed as this was bathed in pus. The patient also had an incisional hernia below this.¿ the operative report also states that the ¿opening into the abdominal cavity revealed purulent peritoneal fluid without odor¿there were adhesions in the midline of the small bowel, and the small bowel to the underside of the previous ptfe mesh.¿ the patient experienced excruciating abdominal pain, chronic inflammation, and required a removal surgery related to the composix l/p. He will likely require additional treatment to repair the damage from the product. The composix l/p implanted in patient failed to reasonably perform as intended. The product caused serious injury and had to be surgically removed, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. The patient suffered severe personal injuries, pain and suffering, and other damages. The patient have been injured, sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment. Due to the alleged defective.

Manufacturer narrative:
At this time no conclusions can be made. The attorney has alleged the patient underwent additional surgery in which there was lysis of adhesions, explant of the mesh that was described as, ¿the mesh from the upper midline portion of his previous laparotomy was removed as this was bathed in pus. The patient also had an incisional hernia below this, and ¿opening into the abdominal cavity revealed purulent peritoneal fluid without odor" recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication.regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no medical records were provided. A review of the manufacturing records and sterilization review was performed and found that the lot was manufactured to specification. No sample was returned. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 2 months post implant of mesh ¿ composix l/p, patient was diagnosed with hernia recurrence, abscess, purulent discharge, adhesions, fibrosis and inflammation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions and inflammation as possible complications. Updated fields: a2, a4, b4, b5, b6, b7, d4 (UDI no), g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent repair of an incisional hernia. As alleged, a bard/davol composix l/p was implanted in patient during this repair. (B)(6) 2016: the patient underwent surgery for an exploratory laparotomy, duodenorrhaphy, lysis of adhesions, and removal of the composix l/p. During the surgery, ¿the mesh from the upper midline portion of his previous laparotomy was removed as this was bathed in pus. The patient also had an incisional hernia below this.¿ the operative report also states that the ¿opening into the abdominal cavity revealed purulent peritoneal fluid without odor¿there were adhesions in the midline of the small bowel, and the small bowel to the underside of the previous ptfe mesh.¿ the patient experienced excruciating abdominal pain, chronic inflammation, and required a removal surgery related to the composix l/p. He will likely require additional treatment to repair the damage from the product. Tthe composix l/p implanted in patient failed to reasonably perform as intended. The product caused serious injury and had to be surgically removed, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. The patient suffered severe personal injuries, pain and suffering, and other damages. The patient have been injured, sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment. Due to the alleged defective. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with incisional hernia and parastomal hernia thereby underwent laparoscopic repair with implant of composix l/p (device #1) for incisional hernia. Per operative notes, ¿laparoscopic lysis of adhesions was performed sharply and a parastomal hernia repair was done with sutures. Then, a midline incisional hernia was repaired with composix l/p (device #1) and tacked.¿ (B)(6) 2015 - patient was diagnosed with large parastomal hernia thereby underwent open repair with implant of ventrio mesh (device #2). Per operative notes, ¿after lysis of adhesions to the anterior abdominal wall, parastomal hernia at the ileal conduit was identified and reduced. A ventrio mesh (device #2) was then placed and tacked.¿ (B)(6) 2016 - patient was diagnosed with perforated duodenal ulcer and ventral hernia thereby underwent removal of composix l/p (device #1), duodenorrhaphy with graham patch, lysis of adhesions. Per operative notes, ¿the ventral hernia sac was dissected, purulent peritoneal fluid with odor was found in the abdominal cavity. The small bowel adhesions were removed underside of the previous mesh (device #1) which was bathed in pus. The duodenal perforation site was identified and repaired using graham patch. The mesh (device #1) in the superior midline was then removed.¿ attorney alleged that the patient had adhesions, hernia recurrence, infection and pain & suffering. It was also alleged that patient had purulent fluid in abdominal cavity, distended gallbladder, transverse colon packed with stool.